Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4),

Manufacturer narrative:
Serial number: the serial number of the pump related to this complaint was inadvertently omitted. The serial number is (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. No defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of about 400mg/dl to 500mg/dl with nausea, vomiting and large ketones. The bg was corrected to 200mg/dl with the pump and syringe injection. Customer support (cs) reviewed the pump history with the family member and determined that settings and delivery were correct and there were no mechanical issues with the pump. Cs advised the family member this is likely a site issue/site exhaustion and bent cannulas. Cs advised the family member to talk to their healthcare professional regarding site rotation and recommendation for which type of infusion set to use. The family member declined review of proper insertion technique. This complaint is being reported because insulin pump therapy cannot be ruled out as a contributor to the patient's alleged hyperglycemic event.